Manufacturer narrative:
G5: 510k is blank, it is unavailable for this catalog number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that upon opening, the new pressure chambers would not pressurize properly. The pressure measured at the back of the machine was 312 mmhg, yet the pressure gauges on the infusers were not reflecting this pressure as expected. They reseated the tubing in the y connector, no obvious leaks were found. No adverse patient effects were reported by the customer.